Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding sub-optimal processing from a protocol which commenced on (B)(6) 2011 and completed on (B)(6) 2011, using peloris tissue processor serial number (B)(4). On (B)(6), leica microsystems was advised that all tissue samples exhibiting sub-optimal processing from the "factory 12 hr xylene standard" protocol started in retort b at 16:45 pm on (B)(6) 2011 were diagnosable; and that both small (eg. Gi biopsies and fine needle aspirates) and large samples were processed using the 12 hour protocol.

Manufacturer narrative:
Eval of the instrument logs comprised the major source of info for investigation of this complaint. On-site assessment of the operation and function of the instrument was not conducted by a leica field service engineer in association with this complaint. The root cause for the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for the size of the tissue samples being processed. The leica peloris/leica peloris 11 user manual revision k 2011 section 8.2.1 tabulates the MFR recommended protocol duration for different specimen types. This info indicates that sample such as endoscopies and needle biopsies with a maximum tissue dimension of 1.5mm be processed on a 1 hour protocol; samples with a maximum tissue dimension of 3mm such gastrointestinal biopsies be processed on a 2 hour protocol. Leica microsystems is aware that a proportion of laboratories using the peloris rapid tissue processor customize various aspects of instrument operation and system settings to accommodate specific workflow requirements. In these circumstances, the individual laboratory is responsible for performing and documenting validation studies that conform to the accreditation requirements of the relevant regulatory authority (ies).